Manufacturer narrative:
This lot was manufactured april 19, 2017 ¿ april 20, 2017. One actual infusor unit was received for sample evaluation. Visual inspection on the returned unit via the naked eye noted a surface cut located on a segment of the tubing. A leak test was performed on the unit, and a leak was observed where the cut was located. The cause of the cut on the tubing could not be determined during the sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the tubing of a large volume infusor. This was noticed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.